Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient was scheduled for a head magnetic resonance imaging (MRI) and it was indicated this was not related to the device or therapy. It was stated the patient¿s device didn¿t work and was turned off. The patient wasn¿t feeling any stimulation. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp reported that the physician did not do this surgery. There was an indication of a surgery done by the implanting physician with no additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient told them that the implant was not functioning. The hcp didn¿t know why the patient stopped using the spinal cord stimulator or what the patient meant when they stated the device was not functioning. There were no symptoms reported. The event occurred about a year ago (2017). No further complications were reported/anticipated.